Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A visual inspection noted that the device had a crack on top case. Event history log review revealed that motor was not running. The reported problem was confirmed. The root cause of the problem was incomplete upgrade by the customer and the stepper motor was not working as intended. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, a power up process was performed, and stepper motor was replaced to fix the problem. The top case, lead screw, left clutch, right clutch, and plunger cable were also replaced.

Event description:
It was reported that the device had a top/bottom was not communicating. Per reporter the event occurred before infusion. Analysis revealed motor was not running. There was no patient involvement and no patient harm/unknown adverse event reported.